Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "probably back in july", the patient suddenly had a lot of involuntary movements. The patient was hospitalized for 2 days and was diagnosed as being slightly dehydrated and having a slight urinary tract infection (uti), both of which were determined to have caused the patient's involuntary movements. The patient's symptoms were resolved while they were in the hospital. However, it was difficult for the patient to charge their implantable neurostimulator (ins) batteries when they had the involuntary movements, so they "backed off a bit" on the charging and let both ins batteries deplete. They were trying to charge the ins batteries, but they were getting the 'reposition antenna' screen on the recharger. They had tried using the patient programmer (pp) to see if it would connect to the ins batteries, but they believe they were seeing the 'poor communication' screen/saw a question mark on the screen but, they could not find the pp during the call to confirm. They could not recall the date that the patient last charged the ins batteries, but they indicated that it had been a few weeks ago. Based on the fact that neither external device could connect to the ins batteries, it was reviewed that the ins batteries were likely overdischarged. They were redirected to the patient's healthcare provider to further address the issue. They mentioned that patient has a virtual appointment with them scheduled for this coming monday. Refer to manufacturer report #3004209178-2021-14455 for related device.